Event description:
It was reported that leaking was noted from filter of green port on the trifuse set. Full sterile lines switched followed discovery. There was unknown patient involvement and no adverse event.

Manufacturer narrative:
No mc330523 product samples, videos or photographs were returned for investigation. The device history report (DHR) was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.